Event description:
While implanting this cypher stent in the left anterior descending artery (lad), it was difficult to cross due to calcified lesion and the stent fell off the balloon. The physician pulled back the balloon and with guide wires/catheters and attempted to snare the stent but by this time the stent had traveled. It went through the femoral artery and to the leg as seen on ultrasound by the team. The stent then broke in half and then they lost it on the ultrasound.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.